Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that they spoke with the physicians assistant and she said that she did program this patient and was able to get symptom control using a contact other than the damaged contact 3.

Event description:
Information was received from a healthcare professional via a manufacturing representative regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the surgeon was implanting the bilateral leads and attached the lead cap to protect the lead connection while positioning the patient for tunneling the extensions. When the lead cap was removed to attach the extension, the #3 contact was stretched and the wire appeared to be broken. The resident stated that he felt the damage may have occurred when trying to remove the lead cap. He thought that the set screw may not have been fully loosened when he applied pressure to remove the cap. The surgeon pushed the lead into the extension connection and tightened the set screw to hold the contact in place. However, when they ran the impedance measurements, the #3 contact was an open circuit for all configurations. Because they were at the end of a 6 hour procedure, no action was taken to replace the lead. The surgeon elected to leave the lead connected to see if the patient could be programmed to receive adequate symptom control using the other three contacts on the lead. The issue is reported to not be resolved. The product remains implanted and will be activated and programmed next month. No symptoms were reported. No further complications were reported or anticipated with this event.